Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
The patient's right hip was being revised due to dislocation.

Event description:
The patient's right hip was being revised due to dislocation.

Manufacturer narrative:
No additional information will be made available due to hospital/surgeon policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Hospital retained.